Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and received the battery out limit alarm as well as the displayable history crc check failed on startup alarm. The customer's blood glucose was 200 mg/dl. Troubleshooting was done. Advised that replacement battery cap would be sent. Advised customer to monitor the issue and call back if the failed on startup alarm occurred more than once a week. The customer further mentioned having blank display issues in the past. Troubleshooting could not be done for this issue due to the blank display having already occurred. Advised to call back if the blank display occurred. Nothing further reported.